Event description:
Caller reported an issue with the pump, citing damage near the charging port. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional actions were taken by technical support.